Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was noted on the right ventricular (rv) lead. Lead noise was reproducible during provactive testing. The lead was capped and replaced and the patient was in stable condition.